Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment. Customer had recently been fitted with the accu-chek combo insulin infusion system. He reported that after an undetermined blood glucose result, he made an undetermined adjustment to his insulin. After an undetermined time, he had the hypoglycemic episode, lost consciousness. Treatment is unclear, but an ambulance was called, and he states he subsequently spent 4 days in the hospital, though it is unclear when the hospitalization was relative to the incident. Manufacturer's agent was unable to contact the customer for further detail, though the customer's nurse was contacted. The nurse downloaded the data from the pump and found a large bolus had been delivered prior to the incident. Attempts to locate the customer and request return of the device have been unsuccessful.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.